Event description:
It was reported that after the successful completion of a left transcarotid artery revascularization (tcar) procedure, the patient exhibited stent thrombosis and subsequently developed weakness in the right extremities. To address this, a thrombectomy was performed, resulting in the resolution of the right-sided weakness. As part of the treatment, the physician prescribed brilinta to the patient and no additional complications or concerns were reported thereafter. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The exact patient's age is unknown; however, it was reported that the age range is 70-74. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.